Event description:
Ous MDR - after an implantation period of about 45 months, oversensing with inappropriate therapy was reported. The lead was capped and not returned to biotronik. Apart from the shocks, not further adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The received data were carefully analysed. The available iegms confirmed the presence of artefacts in the rv channel. Shocks were delivered. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.